Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. To address the elevated bg customer called their hcp and was told to "monitor and resume insulin delivery". The customer reverted to an alternate method of insulin therapy.